Event description:
During routine laparoscopic assisted vaginal hysterectory, the jaw from the laparoscopic needle holder broke and settled behind the dome of the liver. There was an unsuccessful four hour attempt to remove the metallic item.